Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead had exhibited a loss of sensing and capture as a result of dislodgement. The patient was asymptomatic. The lead was successfully repositioned.